Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data was not provided for review. The reported event of loss of connection could not be confirmed with the returned transmitter. Additionally, the receiver (part number str-gf-blu/serial number (B)(4)/lot number 5210535) being used at the time of event was returned on (B)(6) 2016. The returned receiver was visually inspected and no defect was found. An attempt to test the receiver was made; however, an error message was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. Pictures were taken of the receiver display. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.